Event description:
As reported: the patient had epicardial lead with high thresholds, pacer dependence and low impedances 250-350 (considered normal for epicardial leads ) which was causing considerable current drain and multiple gen changes so the physician opted for micra av. The epicardial lead was capped.